Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through the edwards european affiliate, during the transfemoral tavr procedure, after incomplete valve alignment, the physician elected to attempt deployment but the 26mm sapien 3 valve could not be successfully deployed and had to be deployed in the descending aorta. Initially, the physician was only able to align the valve 75% of the way. The decision was made to continue but when the valve was inflated, it migrated up into the stj. As the valve was partially expanded, it was captured again and deployed in the descending aorta. A second 26mm sapien 3 valve was prepped and was able to be successfully deployed. During rapid pacing, a pericardial effusion was discovered. The pacemaker wire had perforated the right atrium. A drainage in the pericardium was placed but while doing this, they ruptured the spleen which caused a bleeding in the spleen. The patient was taken to the theater where the spleen was removed and repaired the whole in the right atrium. The patient was in stable condition at the conclusion of the case. The alignment difficulty was perceived to have been caused by the patient's very tortuous aorta.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual, dimensional and functional analyses were performed. Visual inspection of the device revealed damage on flex tip edge that rests against valve likely due to valve struts. A slight kink on the balloon shaft in the middle of the strain relief likely due to packaging of the device for return shipping. A kink on flex shaft approximately 14¿ distal to the handle likely due to packaging of the device for return shipping. Prior to the decontamination process, the device was tested for valve alignment and fine adjustment functionality without a valve. The balloon shaft was able to be pulled through the handle until the white warning marker was exposed (gross alignment). The delivery system was placed in valve alignment position successfully. The handle was locked. The fine adjust mechanism was tested and full fine adjust travel was able to be used. No performance or functional abnormalities were noted. No other relevant functional testing with a valve could be replicated nor performed due to the condition of the returned device. The balloon pleat was fully disrupted. The handle was then disassembled and no visual abnormalities were observed on the collet, tab ring, tailpiece, slider, or balloon shaft. Dimensional testing was performed. The components that could interact during the valve alignment function were measured and were found to be within specification. The complaint for the ¿delivery system difficulty with valve alignment¿ was unable to be confirmed. A review of manufacturing mitigations supported that the device has proper inspections in place to detect issues related to difficulty with valve alignment. There is no patient information provided in the case. However, patient anatomy (access vessel tortuosity) could have negatively impacted the delivery system during the valve alignment, causing additional force needed for alignment (friction between balloon and flex shaft). A definite root cause for the complaint is unable to be determined at this time. No manufacturing or labeling inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed the february 2016 control limits for this failure mode. Therefore, no corrective or preventative action is required at this time.